Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up post implant procedure the right ventricle lead presented increased pacing thresholds from 12.6mv at the time of implant to 15mv. Reoperation occurred to correct this issue. No further adverse effects were reported. This device is still implanted and in service. No device expected for return. This concludes the information surrounding this event, should additional information be received an updated report will be submitted.